Manufacturer narrative:
Device evaluation: carefusion tested and evaluated the defective component, the service technician was unable to duplicate the customer's reported issue. A review of the error log history was reviewed and there were no new errors recorded in the log history. The service technician checked the tca calibrations under the calibration menu and did not find any anomalies. The unit passed all testing's.

Manufacturer narrative:
Carefusion has requested add'l info from the user facility on the reported event and the status of the pt. As of may 14, 2015 there has been no add'l info provided by the user facility. The user facility biomed reported that he has not been able to reproduce/verify the reported event. The carefusion technical support specialist advised the user facility biomed that it might be advisable to replace the device's gas delivery engine (gde) as a precaution. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the gas delivery engine (gde) for eval. As of may 14, 2015 the gas delivery engine (gde) has not been received.

Event description:
The user facility reported that the device alarmed "vent inop" while on a pt. They also reported that the pt removed for the device placed on to another device and there was not harm to the pt.